Event description:
After approximately 30 minutes on the b-braun dialysis machine #6, machine alarmed "air in line". Air could not be cleared, the blood was not returned and the treatment was stopped. Upon examination of the catheter, a tiny whole was noticed on the arterial lumen. Fluid could be seen leaking from tiny hole in the external portion of the lumen. Line was pulled.